Event description:
The initial inspection of the returned device revealed that small fragment at the tip of the screwdriver blade was broken.

Manufacturer narrative:
Investigation in progress but not yet complete.